Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Event description:
Boston scientific received information that the battery status of this pacemaker dropped from 1.5 years remaining longevity six months ago to end of life (eol) that was presumably due to increase in threshold measurement. Device measurement showed variable ventricular capture at 1.3 volts- 2.1 volts with output of 4.6 volts at 0.4ms. A device replacement was urgently needed as the patient had congenital complete heart block and was a known pacing dependent. Furthermore, the patient had been feeling more fatigued when the device switched to vvi from ddd mode when it reached eol. Additional information was received from a field representative stating that there was no firm allegation of premature battery depletion (pbd) under the circumstances of increased device output due to increased pacing threshold. Subsequent information was received that device was already explanted. No adverse patient effects were reported.